Event description:
Report received of a non-delivery of tpn fluids. The pump was programmed to deliver 2000ml with an one hour taper up and taper down, at a rate of 226.4ml/hr over 9 hours and 50 minutes. The solution of tpn was hung on an IV pole. The homecare patient was awakened by the pump's audible alarm. The pump displayed "infusion complete", yet it was reported that none of the tpn had infused. The pt flushed the central line and notified the customer. A new pump was taken out of the pt. The patient did not expeirence any adverse effects. The pt also receives nutritional support through patient's gastrostomy tube. The customer states that the pt sometimes skips patient's tpn infusion. Though requested, no further information was available.